Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-sep-17, information was received from a patient and patient representative regarding a patient receiving an unknown drug via an implantable pump. It was reported the patient requested assistance with clear data instructions but state they needed to give their caregiver the phone to write down the steps. When the caller was asked about event date, the caller stated for "about 2 weeks," then stated "a week and a half", and that the doctor's office cleared out the data last time they were in but wanted to ask for the steps again prior to the patient's next appointment on friday. The caller stated that the patient's pump has been "clogged up" because the patient takes 14 boluses a day. Clear data steps were reviewed. The caller stated they would call back for assistance as needed.